Event description:
It was reported in a social media post, that after a da vinci-assisted procedure, there were malformed staples after using a sureform stapler with a white reload. An error message was received, tissue too thick. Once the stapler was removed, the malformed staples were seen. How the procedure was completed, patient¿s status, or any interventions taken; are all unknown.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An RMA was not issued for return as the customer reported the event after the completion of the procedure; therefore, failure analysis cannot be performed. The following investigations could not be performed due to insufficient information provided (i.e. Event date, system serial number, surgeon name): site history, event verification, system/instrument log review. A review of the provided image (see attachment) was performed by an intuitive surgical, inc. (Isi) cde. The following additional information was provided: in the image, two pieces of bowel tissue are connected by a staple line. The two pieces of bowel do not appear to be completely closed or anastomosed together. All staples that can be observed look well formed and there is no observable bleeding. Also, in the image there appears to be a staple from a reload size larger than a white. From the image alone we cannot determine a root cause.